Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 self-test performed on (B)(6) 2022. Confirmation testing (via rt-pcr) was performed on (B)(6) 2022 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see update: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 180390 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160/ lot 180390 and device part number 195-430h / lot 173418. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.0006%. Abbott diagnostics scarborough was unable to determine an assignable root cause, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.